Manufacturer narrative:
The device history record (DHR) for lot v15835 indicates no defects were found in the visual samples and no defects were found in the physical samples inspected from the lot. There were no ncrs issued against the lot. A review of the entire DHR found no manufacturing or inspection anomalies. A review of maintenance records (both corrective and preventive) and calibration records showed no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no process or material changes related to the reported condition for this product in the 12 months prior to the production date. Process monitoring data was reviewed for the assembly equipment and there were no issues related to the reported condition. A review of the machine setup was conducted and revealed no issues. A review of the manufacturing equipment was performed as part of this investigation. The review found no issues with the equipment or process related to the reported condition. There were no physical samples returned with this complaint, but there was a photo of the device attached to the complaint file. The photo showed a 25ga needle attached to a syringe with the plunger drawn back to about the 0.5 ml graduation line. A clear solution was in the syringe and a small white particulate could be seen. It could not be determined if the particulate was inside the syringe or outside the syringe based on the photo, but the reported condition of unidentified matter was confirmed. The exact root cause could not be determined based on available information and the exact nature of the defect could not be determined based on the photo of the sample. The 6m root cause analysis did not identify any issues with the manufacturing process that would have caused this issue. The complaint file contains insufficient information to determine a most probable root cause. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for foreign matter in the fluid pathway of the syringe and foreign matter on the outside of the syringe. The lot met the acceptance criteria and was released. A review of the DHR, maintenance records and process monitoring data found no evidence of any issues that could have caused this issue. A specific root cause could not be determined based on available information. The information reviewed showed no signs of a systemic issue with the product or process. The appropriate cleaning tasks are in place to minimize the risk of particulate contamination. Therefore, no corrective actions will be taken at this time. This information will be utilized for trending purposes to determine the need for corrective actions.

Event description:
The customer reported that while an ma in peds was drawing up a menactra vaccine, she has noticed some type of string in the syringe.